Event description:
It was reported that the shaft of the large needle driver instrument was splintering. No add'l info was provided.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed some light scraping on one side of the distal end of the instrument main tube. Engineering also observed some scratches on the outer surface of the instrument grips. It was determined that the failure mode is consistent with the use of a potentially defective cannula accessory, which may remove material from the instrument during use.